Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was able to fire, there was poor staple formation, the staples have straight legs and are not hitting the anvil to form the "b" shape. The staple line was incomplete centrally. The patient had to be brought back to the operating room due to tissue getting hung up on the staple end.